Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited high thresholds but have been stable since implant. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion likely due to the lv lead high thresholds. The crt-d was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.